Event description:
Device was removed from the packaging, inspected and negative prep performed with no issues noted. Physician implanted one resolute integrity drug-eluting stent in a little calcified lesion in the lad with 100% stenosis and little tortuosity to treat tia and stemi. Lesion had been pre-dilated along with aspiration catheter to remove a residual clot. The patient hospitalized due to stent thrombosis 4 days later which was treated with predilatation balloon, aspiration catheter and new resolute integrity (3.50mm x 22mm) was placed inside the original stent. Procedure was successful and a iabp was inserted for lv support. Patient is alive and no further clinical sequelae were reported image review summary: cardio angiogram (cag) showing a blockage in the lad possibly a thrombosis. The images show a previously deployed stent in the vessel. A balloon was used to pre-dilate the vessel and improve the occlusion. After the vessel was pre-dilated, the vessel appears less occluded. The new resolute integrity stent appears to be placed distal to the original stent. Cag shows the vessel to be less occluded post new resolute integrity deployment.

Manufacturer narrative:
Results: comorbidities. Conclusion: comorbidities. .(B)(4).

Event description:
Review of the procedural report confirms that the lad was acutely occluded. There is moderate disease in the lcx and mild disease in the rca. A wire is positioned across the stenosis into the distal lad. Four passes are made with an aspiratation catheter to debulk the thrombus. This does restore antegrade flow but shows a complex 95% stenosis at site of the prior occlusion. A 2.5x20 balloon is used to dilate the stenosis twice (8, 10 atms). There is 70% to 80% stenosis after dilation. The resolute integrity stent (3.0x18) is positioned within the stenosed segment and inflated twice to 15atms. The occlusion is reduced and there is evidence of brisk flow throughout the artery. Patient has no chest pain. Four days later patient presents with chest pain and an acute anterior mi. The lad is occluded at prior stented area with no significant flow in the remainder of the lad. Five attempts are made with an aspiration catheter to debulk the thromobus. A 2.5x20 balloon is then used to dilate the stenosis up to 14 atms. One 3.25x22mm resolute integrity stent is implanted within the stenosis and expanded to 14 atms. A 3.5x20mm nc balloon was used to post dilate the stent twice up to 16atms. There is no residual thrombus. A iabp was positioned. The iabp pump was removed the following day. Physician feedback: the patient status and comorbidities along with heavy smoking habits may have led to the stent thrombosis outcome and it was a case of unfortunate outcome and had no relation to the device, technology, its application or anything associated with the procedure.

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (thrombosis); (no results available since no evaluation performed) - device not provided for review; (none) ¿ device not returned for evaluation. Conclusions: inherent risk of procedure ¿ (thrombosis); unknown - (root cause could not be determined); unable to confirm complaint - (device not provided for review); device not returned - (device not returned for evaluation). (B)(4).